Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that system had issues with x-ray emissions. Upon some finctional test fse confirmed that there is a problem in nc power supply of image detector was identified. The fse replaced fuse for 12vdc power supply , after replacement of fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device¿s hemodynamics was preventing x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.